Manufacturer narrative:
P-cap locked in place properly during testing. Device received with faded serial number label. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 30 mg/dl at the time of incident and another relevant blood glucose was 40 mg/dl. Customer was treated with the glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose. Customer stated that insulin pump was over delivering. The insulin pump will be returned for analysis.